Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator ddi (dynamic displacement indicator) board leds turned off while on a patient. Furthermore, there was no patient harm associated with the reported event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10 results of investigation: vyaire medical was able to confirm the issue, and a vyaire field service representative (fsr) evaluated the device on-site, replacing the ddi (dynamic displacement indicator) pcb (printed circuit board) and making necessary adjustments for necessary unit performance. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.